Manufacturer narrative:
The reported issue from a survey response of dissatisfaction associated with module failure rates could not be verified; no response from the customer has been received when asked for further information, and no product or device logs were returned for investigation in this case file. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of complaint files within sap for the customer's account number ((B)(4)) found 12 complaint files opened for a date period from (B)(6) 2018 to (B)(6) 2020. These complaints were opened between (B)(6) 2019 to (B)(6) 2019. Eight of the files were for pcu not powering on from defective keypads and four remaining were for wireless communication with no malfunctions identified. It is unknown if these complaints are associated with the customer's dissatisfaction response. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. .the customer stated that there was patient involvement.

Event description:
It was reported via the alaris nps detractor that when asked customer was asked "on a scale from 0-10, how likely are you to recommend bd alaris to a friend or colleague", the customer provided a rating of "5". When asked to provide the reason for the rating, the customer stated "module failure rates."